Event description:
It was reported that difficulty positioning the stent and poor visibility under fluoroscopy occurred. The target lesion was located in the iliac artery. An 8x40x75 epic stent was selected for use in a percutaneous transluminal angioplasty (pta) and stenting procedure. However, during the course of the procedure, it was noted that the stent did not deploy well because the stent strut was difficult to see under fluoroscopy. The procedure was completed with this device. No patient complications were reported.